Event description:
It was reported that the ilet pump screen became unresponsive during setup when the user attempted to confirm seeing drops, and the issue resolved after restarting the device via the mobile app followed by completing a factory reset to resume insulin delivery. Symptoms included no adverse clinical effects. Outcomes included restoration of normal device function without alarms or hospitalization. Investigation included remote troubleshooting and education through customer care. Investigation of this case revealed a temporary user interface freeze that was cleared by restart and factory reset, consistent with a device software or ui responsiveness issue. It was concluded, based on previously established findings for similar reports, that the cause was probable software-related behavior that was corrected through standard recovery steps.